Manufacturer narrative:
(B)(4). A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported he was being treated for peritonitis with antibiotics. Checked effluent and found that solution drained was cloudy but no fibrin was observed by the patient. Additional follow-up was made to the pd patient's clinic registered nurse (rn), who stated that the patient experienced peritonitis and was treated with vancomycin. The patient was not hospitalized, and the culture was positive for streptococcus mitis. Per rn, the source of peritonitis was possibly breach in aseptic technique and also mentioned the patient was having a viral infection not related to dialysis. The patient had recovered and was performing pd without issue. The rn stated that she was going to the patient's house to check on his techniques. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Medical records were reviewed by post market surveillance staff. Although a temporal relationship between the diagnosis of peritonitis and the fresenius products exists, there is no documentation that indicates there is a causal relationship between the fresenius products and the peritonitis. The clinic nurse identified the peritonitis was likely related to a breach in aseptic technique and coincidentally (subsequently) the patient had a viral infection. The causative agent streptococcus mitis, which is most commonly found in the oropharynx. The patient has since received retraining on proper aseptic technique when performing his ccpd treatments and continues with ccpd therapy.

Event description:
Source documents and medical records in the complaint file were reviewed. It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) experienced abdominal pain on (B)(6) 2016 and was subsequently diagnosed with peritonitis. Effluent culture was taken (B)(6) 2016 and positive for streptococcus mitis. The patient was treated with the following antibiotics in clinic: cefazolin, ceftazidime, and vancomycin initially 1 gm and increased to 2 gms intraperitoneally every 5 days for 3 doses over 14 days. The registered nurse reported the source of the peritonitis was possibly a breach in aseptic technique, the nurse conducted a home visit ((B)(6) 2017) and conducted a retraining session. It was also reported that the patient had a viral infection not related to dialysis. The patient had recovered, and continued ccpd without issues.